Event description:
Same case as MFR. Report#: 2134265-2009-02040. It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel perforation occurred. The lesion was located in the 1st diagonal branch of the left anterior descending (lad) artery; the characteristics of the lesion and vessel are unk. A 1.5mm rotalink plus catheter and floppy rtw guide wire were advanced to the lesion. The physician noted that "little resistance" was felt during ablation; the number of passes with the 1.5 burr is unk. The lesion ablation was successfully performed; however, a vessel perforation occurred. The physician placed a non-bsc balloon and inflated several times to stop the bleeding. It was reported that the pt has no severe complications. The pt's condition was reported as stable.